Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7134214 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 31392249 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead had migrated after he slipped on an ice. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.